Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the tip of the nose tube was flared. This type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during a spinal fusion fixation surgical procedure, it was discovered that when in use, it was observed that the bearings rattled on the attachment device . It was further reported that the device was in use with a motor device which had a hole on the outer hose. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.